Event description:
Nurse was setting up sterile field prior to surgery. Nurse noticed that outer (blue) insulation of electrosurgical pencil cord was not intact. Nurse obtained another electrosurgical pencil. (Same manufacturer and catalogue #) case proceeded uneventfully.packaging of original defective product was retrieved. Closer examination revealed a small patch of blue material imprinted in a shape similar to the defective area of insulation on the inner side of the tyvek covering. A message was left with the manufacturer to call back. It is speculated that the defect may have arisen in heat sealing the package in manufacturing with a section of insulation being caught in the heat sealing process and being melted under the high temperature conditions.